Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. The main printed circuit board assembly (pcba) was powered on and the failure of the reported issue was duplicated. The root-cause was determined to a faulty turbine differential pressure transducer located within the assembly (pt800). This issue will be internally investigated within carefusion.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The affiliate in turkey determined the most likely cause of the reported event was the main board component. The affiliate in turkey was shipped a replacement main board to repair the suspect device and return it to service. To date, the alleged faulty component has not been received by the carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inop (inoperable), motor fault, circuit occlusion errors. The issue occurred during patient use; the customer reported oxygen desaturation, but no patient injury associated with the event. The patient was placed on an alternative ventilator. The customer performed transducer calibrations and reported the turbine differential pressure calibration has failed.